Event description:
Related manufacturer reference number: 2017865-2021-36320. It was reported that the patient presented with complaints of giddiness. Interrogation revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited oversensing of noise. The patient experienced syncope due to the oversensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that right ventricular lead exhibited noise that was over-sensed by the device. The right ventricular lead was changed during the same procedure when the implantable cardioverter defibrillator was changed out due to reaching end of life. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.